Manufacturer narrative:
On 21-jul-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast reconstruction with 450cc mentor cpx 4 breast tissue expander with suture tabs experienced left-sided expander deflation postoperatively. The tissue expander had a loss of volume and could not expand the breast tissue. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On 06-sep-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast expander was found to have four (4) areas of missing material (a, b, c, and d) on the anterior aspect. Missing material a measured approximately 0.5 x 0.2 cm, b: 0.7 x 0.3 cm, c: 0.2 x 0.2 cm and d: 0.2 x 0.2 cm. Leak testing was performed, in accordance with mentor procedures, and an additional rupture (e) was found on the anterior view measuring approximately 0.8 cm. Microscopic examination was performed on the edges of the four (4) areas of missing material and the tear, and parallel striations were found. For missing material a and b, the striations length measures approximately 0.2 cm, and for missing material c, d, and tear e, striations were found in the whole area of the rupture. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. The cause in the remaining area of the missing material a and b could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, microscopic examination of the returned product indicates that missing material areas c, d and tear e could have been made during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).